Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of thr liner (from neutral od 50mm ID 32mm to constrained liner od 50mm ID 28mm) and revision of femoral head (from 32mm to 28mm). After the 1st initial surgery (19th sept; srf 72672), the patient came back on 2nd oct and it was found that the hip had dislocated. . The patient¿s abductor muscles weakened post-operatively and hence, dislocation occurred.